Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board due to wear and tear. The autopulse platform was manufactured in april 2010 and is almost 10 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform revealed a damaged top cover, unrelated to the reported complaint. Based on the photo provided by the zoll service team, multiple large cracks were observed on the edge of the top cover, near the display area. The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling. The top cover will be replaced to address the issue. During archive data review, latch error 136 (internal parameter corrupted) was observed to have occurred around the reported complaint date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. The root cause was the defective processor board, which will be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn: (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During device check, the loaner autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering up. No patient involvement.